Manufacturer narrative:
Pending investigation. Upon receipt of investigation summary, a medwatch 3500a supplemental report will be submitted.

Event description:
On 6/16: customer reports pt under general anesthesia for a procedure when system did fail. No pt of procedural info provided other than to say, pt was moved to another room, procedure completed without further incident. Pt is fine. No reported injury.